Event description:
It was reported that the patient underwent a mastectomy procedure in 2003. A reservoir was used. The patient developed an infection 8 days later. The reservoir was changed and it was noted that the anti-reflux had become disconnected. Staphylococcus epidermidis was found from an effusion in the j-vac reservoir. Patient was treated with antibiotics and has recovered.